Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly from the pump connection tube crack with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. The patient was stable following the procedure.

Manufacturer narrative:
The returned device was analyzed and the reported allegations of a hole and the device not working was confirmed. Based on a review of all available information, the cause of the reported event was due to there was a leak at the pump strain relief kink resistant tubing (krt) cylinder junction attributed to fatigue at the rear tip-strain relief junction; hole was present. The krt was wore to the filament. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly from the pump connection tube crack with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. The patient was stable following the procedure.